Manufacturer narrative:
(B)(4). Retainer ring: black. Pump was returned for alleged damage to the battery tube on (B)(6) 2021. Pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube) , battery tube threads cracked, cracked keypad overlay, missing display window/cover, keypad overlay texture damage, end cap address label missing, cracked reservoir tube lip and minor scratches on lcd window. Damaged battery tube confirmed. Tested ok.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.